Manufacturer narrative:
Date sent to the FDA: 02/25/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. Mwr-(B)(4) submitted for adverse event which occurred (B)(6) 2011. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2012. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2016.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2011 during which the surgeon noted the mesh was floating free and not adherent. It was reported that the patient underwent multiple incisional hernia repair surgery on (B)(6) 2012 during which the surgeon noted extensive adhesions were taken down. It was reported that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2016 during which the surgeon noted extensive lysis of adhesions and removal of foreign body. It was reported that the patient experienced severe pain, seroma, recurrences, nausea, vomiting, chills, inflammation, adhesions, scarring, disfigurements, loss of appetite, stress and anxiety. No additional information was provided.